Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked lcd window.

Event description:
It was reported that the customer's insulin pump had a slight crack on the screen. Sometimes the crack made it hard for the customer to read the screen. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.